Event description:
Customer reportedly received results of 3.8 mmol/l and 6.9 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. She consumed sugar and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The stated values of the customer were found (inside of the mentioned time frame - but 6.4 mmol/l - not 6.9 mmol/l).